Manufacturer narrative:
Per the t:flex user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (230-400 mg/dl). The pump supplies were changed and a bolus was delivered to address the bg level. The customer did not know the cause of the high bg. A pump system check was performed and no device issues were identified. The customer reported to have been using humalog for 3 days in the cartridge. Tandem technical support informed the customer that humalog was labeled for 48 hours with the pump. The customer understood the information.